Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) with unexpected longevity. Extended telemetry on-time is suspected to have been a contributing factor to the battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.